Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline sleeves were unable to be recaptured. The patient was undergoing embolization treatment for a right ophthalmic unruptured aneurysm. The access vessel was the internal carotid artery with a 3.5 mm diameter. The angiographic result post procedure was that the ica was open and patent. The pipeline completely bridged the neck of the aneurysm and was well opposed. It was noted the patient's vessel tortuosity was minimal. It was reported that the physician successfully deployed the pipeline and while driving back through the pipeline to recapture the sleeves he was unable to do so. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a sheath: infinity, a guide catheter: navien .058, and a microcatheter: phenom 27.

Event description:
Additional information received that the cause of the event was not determined. There was no friction or difficulty during delivery or positioning. The phenom 27 catheter was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.